Event description:
It was reported by passy-muir consultant that during her review of a newsletter ( june 2008 legal eagle eye newsletter) she became aware of a wrongful death lawsuit that involved a passy-muir valve (se attached article). Contact with hosp's risk mgr reported that pt expired after nurse put the valve on the pt without having a physicians order and the nurse was not educated on valve placement/usage. The event occurred in 2004. The incident was not a result of a defective product; it was a result of incorrect use. No other info is available from the hosp at this time. The article states that the nurse did not know the tracheostomy tube cuff has to be deflated and did not deflate it. The pt suffocated and died.

Manufacturer narrative:
Product not returned for eval as it was reported that there was no product failure. Based on the info obtained, there is no report of device malfunction on the part of the passy-muir speaking valve. The adverse event occurred as a result of user error that left the tracheostomy tube cuff inflated. As the MFR of the passy-muir valve, we take special care to package every valve with a comprehensive clinical instruction booklet, pt handbook, and caution labels that specifically state that the tracheostomy cuff must be completely deflated when the passy-muir valve is in place. The caution labels are designed to be placed on the tracheostomy tube pilot line where the cuff is inflated/deflated as well as the bedside or on the pt's chart. The caution labels (pilot line label, beside labels, chart label, and storage container label) are brightly colored so as to bring attn to the caution of cuff deflation and to ensure proper monitoring of the pt with the passy-muir valve in place.